Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02jan2020.

Event description:
The customer reported a ventilator with a low leak alarm. This event was resolved via telephone conversation between the customer and the manufacturer's phone technician. There was no patient involvement or harm. It was determined that a correction to the set up of the ventilator to the test lung resolved this issue. No repair was required.

Manufacturer narrative:
G4: 02jan2020 b4: (B)(6). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.